Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed.

Manufacturer narrative:
Product event summary: the pscc100 catheter was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. On the spiral array segment, inversion was observed and the tip was damaged. The printed circuit board assembly (pcba) was reprogrammed and the catheter passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The catheter was received with a guidewire threaded inside and exiting from the tip; the guidewire was removed and residue was noted at 21 inches from the tip. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. Further inspection noted tip damage and cam damage. In conclusion, the reported array inversion was confirmed during testing. The catheter failed the returned product inspection due to the inverted array and residue adherence. Correction: d4: expiration date, lot number, and unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the pscc100 pulseselect catheter, a catheter array inversion occurred and the array stretching tool felt blocked, advancing only halfway and requiring pressure to advance further. The catheter was functioning normally until this issue was encountered at the end of the procedure. The case outcome is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a video file was returned and analyzed. The provided video file showed that the slider of the loop catheter only advanced normally halfway and seemed to require more pressure to be to advance further. In conclusion, the physical product was not received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.